Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. Clarification was provided regarding the statement "issues with the top of the sides". It was reported this was referring to lead migration. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient began experiencing several symptoms around the same time. The caller reported that the patient was hurting more with the ins on than off (also ¿at different frequencies¿), they reported that it shoots up their back if turning a certain way or they get a shot when moving, there was pain radiating across the back, it felt like jolts/bolts in the back, there was no relief, there was severe back pain, there was shooting pain down the left knee, the patient had issues with the top of their sides, they had difficulty lying down, they could not sleep, and they were having pain below where the ins was located. The caller stated that the patient was doing fine, went back to work, and was lifting mattresses/things when they began experiencing the issues. The caller also stated that the patient then went to the ER, had a fever of 103, and got positive blood cultures for gram positive staph/cocci. The caller stated the patient was being treated with intravenous antibiotics for 42 days and came home yesterday. The caller noted that a study was done and nothing was found around the spinal cord stimulation (scs) system. The caller stated that they turned the ins on and off but had left it off. The caller was redirected to have the patient follow-up with their healthcare professional (hcp). The caller stated that the patient had an appointment on (B)(6) 2017. No further complications were reported. Follow-up was conducted